Manufacturer narrative:
(B)(4). Field service technician has been sent for investigation. According to (B)(4) the failure could not be duplicated. Functional check has been performed and the unit has been returned to clinical service. Thus the failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
It was stated that during testing safety-s error occurred on twin roller pump/ hl20. No patient involvement. (B)(4).